Manufacturer narrative:
The device was not returned by the user facility and no photographic evidence has been provided, therefore; the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. The one other similar complaint is regarding the second patient for this facility and doctor. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. It is standard medical practice to inspect equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of an user facility that post 2-hour rotator cuff procedure on (B)(6) 2017, using the aa-sk-kit10, the patient "got nerve palsy from the assist arm bandage." This incident occured to two patient's of dr. (B)(6); the doctor has reportedly not done follow up with this patient. No patient injury was reported. Upon attempts to gather additional information from the sales representative, it was confirmed the reported symptoms were related to radial nerve palsy. It was also stated that the procedure had been completed with no surgical delays. No additional information was provided regarding current patient status or if additional treatment was needed as the "the surgeon doesn't remember everything." This report is being raised on the basis of the reported patient's radial nerve palsy whose status is unknown.

Manufacturer narrative:
Corrected data lot#: "201803211" deleted. Provided lot# incorrect as incident occured on (B)(6) 2017. Expiration date: "29-jan-2022" deleted. Incorrect lot# provided. Unique identifier (UDI)# deleted. Incorrect lot# provided. Device manufacture date "21-mar-2018" deleted. Incorrect lot# provided. Change from "a review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture." To "a review of manufacturing documents was not possible as the correct lot number for this product was not made available."